Event description:
It was reported by the customer's mother that the customer has type 1 diabetes and overall the customer's mother feels fairly good about it. Customer's mother reported that her 7 year old son is scheduled for the end of the month. Customer's mother also stated that the customer has had a long series of low blood glucose levels and she is a bit worried about that. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.